Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip broke in half while on artery just after being applied. It is unknown how the procedure was completed. There was no patient consequence.